Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, their receiver displayed the initializing screen without manual restart. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).